Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer clamp alarm would not stop alarming. The reporter does not believe the issue occurred while in use with a patient. No adverse effects were reported.